Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/18/2025, an arthrex subsidiary employee reported via email that the drill bit in the ar-8717ds-0907 dynanite nitinol staple implant system could not be removed from the sleeve. The case was completed with a replacement ar-8717ds-0907 dynanite nitinol staple implant system. There was no detailed information on the type of surgery. There was no significant delay, no additional anesthesia was administered, and no adverse effects were reported. No photos were taken of the event. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 11/21/2025: this issue occurred after the bone holes had been created.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a manufacturing issue due to interference, improper seating, or internal obstruction within the sleeve during extraction: however, due to the device not being returned, we are unable to confirm the reported event.